Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A device history record (DHR) review of lot f1802302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product's instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Updated complaint conclusion due to receipt of product analysis on 23-feb-2019: as reported, a 6/7f mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant, advancer tube, procedure sheath and syringe were not returned with the device. It was noted that the sealant sleeve was fully pulled back to the green shuttle hub. The condition of the returned device indicates a complete removal of the device. No other damages or anomalies were observed on the returned device. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon per the mynx instructions for use (IFU). A product history record (phr) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant, advancer tube, and sheath were not received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed complete removal from the patient. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.